Event description:
Customer reported that during routine daily testing, the defibrillator displayed a keyfault. No reported pt involvement. Service representative unable to duplicate reported condition. Proper operation of the device was confirmed.